Manufacturer narrative:
Review of production records of the involved device indicated the device was manufactured according to its specification. The involved nail and pre-operation and immediate post-operation x-rays were not available to the company; thus, it is difficult to conclude what led to the discussed incident.

Event description:
According to the information provided to the company, the involved nail (10 mm diameter) was implanted in obese patient staying at a nursing home, to treat a fracture due to femoral notching of total knee replacement. The nail was not locked proximally. The nail broke, and was removed and replaced with a larger nail (of 13 mm diameter) in a revision surgery, about 10 weeks following the original implantation.